Event description:
It was reported that during a ptca procedure, the dilatation catheter was being used on three lesions in the left anterior descending. The distal lesion and then the mid lesion were dilated, but then the dilatation catheter would not deflate. Finally a 60cc syringe was used, but only a partial deflation was achieved. The device was removed from the pt in this condition. The pt remained stable throughout the procedure.